Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while drawing up medication, the needle from the bd ultra-fine¿ insulin syringe, 3/10cc, 31g x 8mm separated from the syringe. There was no report of serious injury or medical intervention.

Manufacturer narrative:
Correction: the date of event was reported as (B)(6) 2017. The actual date of event was (B)(6) 2017. Date of event: (B)(6) 2017

Manufacturer narrative:
Investigation summary: customer returned (8) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 6214786. Customer states that when pulling out the syringe to draw medicine, needle comes out into the syringe. One syringe was returned with the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. Also, when attempting to remove the shield from the remaining samples, the hub-needle/shield assembly separated from two additional samples. No damage to the barrels was observed for these samples. CAPA (B)(4) has been opened to address this issue. Samples will be forwarded to manufacturing ((B)(4)) on 29sep2017 for further review. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Possible root causes for hub separates issue include:- broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe device history record review ¿ a review of the device history record was completed for batch #6214786. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) defects or notifications for related issues noted during production of this batch.

Manufacturer narrative:
Investigation: (B)(4) received eight (8) 0.3ml, 8mm, 31g syringes in open polybag from batch# 6214786. All samples were decontaminated per (B)(4) prior to evaluation. Upon evaluation by (B)(4), it was noted that three (3) of the samples received exhibited disassembly of the hub assembly (hub, cannula, shield) from the remainder of the syringe (barrel, plunger rod, stopper; no caps were received with these samples). Inspection of these samples under 4x magnification was performed, both of the barrel tips and the hub cores, with nothing notable at that time. Probable root cause appears to be insufficient pressure during assembly of the components on the metro. When this occurs, incomplete "snap-fit" of the hub assembly to the remainder of the syringe results, whereby the hub assembly only temporarily seats on the barrel tip. This can become disengaged either during transport, or upon initial attempted removal of the shield by the end user. CAPA (B)(4) was initiated by the (B)(4) plant for needle hub separates and their associated root cause(s). Batch# 6274786 was manufactured prior to the implementation of corrective/preventative actions associated with this CAPA.

Manufacturer narrative:
Date received by manufacturer. Correction: it was determined that the aware date of this complaint is (B)(6), 2017. (Previously reported (B)(6), 2017).